Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. No cosmetic damage was observed.

Event description:
Customer reported via phone call that the screw of the insulin pen is not moving forward and no insulin was coming out. No harm requiring medical intervention was reported. The device is expected to return for analysis.